Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak and air bubbles anomaly. Customer's blood glucose at time of incident was 325 mg/dl. Customer stated that she has been having issue filling her reservoirs, noting pressures and bubbles. Customer changes the set and reservoir to get walk through depressurizing the vial and then filling the reservoir.